Event description:
During use of the curette tool to create a cavity during a kyphoplasty after poor inflation of the balloon, the tip of the curette broke off and was retained within the vertebral body medullary cavity. Ultimately after attempts to remove the fragment was cemented in place.